Event description:
A male pt, with type 1 diabetes mellitus on medtronic paradigm pump loaded with novolog insulin, developed severe hypoglycemic seizure at approx 6 pm in 2009, while at home, with no history of unusual physical activity or other signs of illness. Hypoglycemia required im glucagon and multiple boluses ->4 of IV dextrose and continuous glucose infusion of d10w to reverse, and took approx 5 hours to fully reverse. Pump registered no alarms, recorded appropriate and usual basal rate of insulin delivery -0.3 u/hr- at the time and last recorded bolus of 1.8 units to cover a carbohydrate intake of 12 grams with a bs of 195 mg/dl at 3:49 pm the same day. Pump recorded approx 60 units left in cartridge but when visualized, only approx 10 units was left, indicating that pump may have delivered inappropriately approx 50 units of insulin without recording it. Priming history also interrogated and indicated no recent primes.